Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-82620.

Event description:
Customer reported that she had unexplained low blood glucose. Customer stated that the paramedics where called to assist customer at home. The blood glucose reading was 20 mg/dl when the paramedics arrived. Customer stated that she was unconscious due to low blood glucose and husband called the paramedics. Customer stated that she broke some of the sensors while training. Nothing further was reported.